Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery tests and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No basal anomaly or history anomaly noted. Unit was programmed with test glucose meter and communicated properly. Reading showed in pump history. Unit was downloaded to carelink properly. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump was not taking her blood glucose readings. When she went to go see her doctor, there was nothing on the screen when they tried to upload the insulin pump. The customer's blood glucose level would drop from 200 mg/dl to around 30 mg/dl and 40 mg/dl at night. The insulin pump kept resetting and the date and time were wrong. The customer did not want to troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.